Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day". The patient's past medical history included gravida ii, parity 2 (date of the birth: (B)(6) 2003, (B)(6) 2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Concurrent conditions included body mass index normal, smoker (smoked more than 10years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain,") and abdominal pain lower ("lower abdomen pain(constant)"). The patient was treated with surgery (supracervical hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, seizure, dyspareunia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in (B)(6) 2011: essure device properly in place (B)(6) 2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures. Impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable. Single 'view of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc (updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day" and device monitoring procedure not performed "didnot undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of the birth: (B)(6) 2003, (B)(6) 2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Concurrent conditions included body mass index normal, smoker (smoked more than 10years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain,"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,") and tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), abdominal pain lower ("lower abdomen pain(constant)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with hysterectomy with bilateral salpingectomy and endometrial ablation. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, seizure, dyspareunia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in may 2011: essure device properly in place (B)(6) 2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable single 'view of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: aka added, event added are as follows: vaginal haemorrhage, tooth disorder, device monitoring procedure not performed. Events onset date added, outcome updated, concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ pain pelvic"), menorrhagia ("menorrhagia"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of the birth: (B)(6) 2003, (B)(6) 2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Concurrent conditions included body mass index normal, smoker (smoked more than 10 years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and hormone level abnormal ("hormonal changes"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain,"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes,") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal area pain"), abdominal pain lower ("lower abdomen pain(constant)") and bladder disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, seizure, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight increased, tooth disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in (B)(6) 2011: essure device properly in place. (B)(6) 2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable single 'view of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Events depression, anxiety, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day". The patient's past medical history included gravida ii, parity (date of the birth: (B)(6) 2003, (B)(6) 2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Concurrent conditions included body mass index normal, smoker (smoked more than 10years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain,") and abdominal pain lower ("lower abdomen pain(constant)"). The patient was treated with surgery (supracervical hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, seizure, dyspareunia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in (B)(6) 2011: essure device properly in place. On (B)(6) 2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. On (B)(6) 2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. On (B)(6) 2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable single 'view of the pelvis. Most recent follow-up information incorporated above includes: on 26-feb-2018: plantiff fact sheet & medical record received. Events hormonal changes, abnormal bleeding (general), bladder or urinary problems or changes, migraines, headaches, seizures, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, lower abdomen pain(constant) are added. Lot number are added. Lab data updated. Concomitant drug & condition are added. Historical drug and condition are added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pain pelvic'), menorrhagia ('menorrhagia') and seizure ('seizures') in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day" and device monitoring procedure not performed "didnot undergo essure confirmation test". The patient's medical history included patchy rash in 2008, gravida ii, parity 2 (date of the birth: (B)(6) 2003, (B)(6) 2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Previously administered products included for an unreported indication: iud from 2008 to 2011. Concurrent conditions included body mass index normal, smoker (smoked more than 10years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). Concomitant products included losartan since (B)(6) 2014 for hypertension as well as hydrochlorothiazide since (B)(6) 2014, nsaids (B)(6) 2011 to (B)(6) 2014 and paracetamol (acetaminophen) (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain,"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced urinary tract infection ("bladder or urinary problems or changes-uti") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding / abnormal bleeding (general)"), abdominal pain ("abdominal area pain"), abdominal pain lower ("lower abdomen pain(constant)"), bladder disorder ("bladder or urinary problems or changes,"), autoimmune disorder ("autoimmune reaction"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, bladder disorder and urinary tract infection had resolved and the seizure, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, headache, fatigue, weight increased, tooth disorder, depression, anxiety, autoimmune disorder, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, seizure, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgery type hysterectomy-uterus on (B)(6) 2014 at the age of 33 years. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in (B)(6) 2011: results: essure device properly in place. (B)(6) 2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6) 2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable single 'view of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event outcome and rcc comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pain pelvic'), menorrhagia ('menorrhagia') and seizure ('seizures') in a 30-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation surgery performed on same day" and device monitoring procedure not performed "didnot undergo essure confirmation test". The patient's medical history included patchy rash in 2008, gravida ii, parity 2 (date of the birth:(B)(6)-2003, (B)(6)2009), excessive menstruation, vaginal haemorrhage, dysplasia, pollen allergy, augmentation mammoplasty and eye operation. Previously administered products included for an unreported indication: iud from 2008 to 2011. Concurrent conditions included body mass index normal, smoker (smoked more than 10years, smokes: ½ pack a day), endometrial hyperplasia, uterine enlargement and uterine cancer. Family history included alzheimer's disease (maternal grandfather), lymphoma (sister) and hypertension (father). Concomitant products included losartan since (B)(6) 2014 for hypertension as well as hydrochlorothiazide since (B)(6) 2014, (B)(6)2011 to (B)(6) 2014 and paracetamol (acetaminophen)(B)(6)2011 to (B)(6) 2014. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2011, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain,"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced urinary tract infection ("bladder or urinary problems or changes-uti") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding / abnormal bleeding (general)"), abdominal pain ("abdominal area pain"), abdominal pain lower ("lower abdomen pain(constant)"), bladder disorder ("bladder or urinary problems or changes,"), autoimmune disorder ("autoimmune reaction"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, seizure, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, hormone level abnormal, bladder disorder, urinary tract infection, migraine, headache, fatigue, weight increased, tooth disorder, depression, anxiety, autoimmune disorder, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, seizure, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgery type hysterectomy-uterus on (B)(6)2014 at the age of 33 years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. X-ray - in (B)(6) 2011: results: essure device properly in place. (B)(6)2011: surgical report: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6)2011: pelvis exam: final diagnosis: endometrium biopsy, disorder proliferative endometrium. (B)(6)2011: pelvis exam: findings: single view of the pelvis shows bilateral essure coils in the pelvis soft tissues otherwise appear normal. Sl joints are normal. No pelvic or hip fractures impression: 1. Bilateral essure coils noted in the pelvis. Otherwise unremarkable single 'view of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New events autoimmune reaction and psych injury and uti were added. New reporter and reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 4 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy to remove the coils performed in (B)(6)-2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: x-ray result was essure device properly in place. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 4 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.